Event description:
It was reported that the patient's left hip was revised due to disassociation of the head from the stem. Intra-operatively, an extreme amount of trunnion wear was noted, and damage to the rim of the liner from the stem. The shell was well-fixed and well- positioned and was not revised. The patient was revised to a restoration modular stem construct, ceramic head, and mdm/adm liner construct. Primary implantation occurred within the revision facility's hospital network but the exact hospital is unknown.

Manufacturer narrative:
Update to manufacturing site for devices. An event regarding disassociation and trunnion wear/ fretting involving an accolade stem was reported. The event was not confirmed. Method & results: product evaluation and results: material analysis, visual, functional and dimensional inspections could not be performed as the device was not returned. Medical records received and evaluation: no medical records were received for review with a clinical consultant. Product history review: a review of the device manufacturing records indicate that all devices accepted into final stock were free from discrepancies. Complaint history review: there have been no other similar events for the lot referenced. Conclusions: it was reported that the patient's left hip was revised due to disassociation of the head from the stem. An extreme amount of trunnion wear was also noted and reported. The event was not confirmed and the exact cause of the event could not be determined because insufficient information was provided. Further information such as return of the device, pathology reports, pre- and post-operative x-rays and the primary operative report as well as patient history and follow-up notes are needed to complete the investigation for determining root cause. No further investigation for this event is possible at this time. If devices and / or additional information become available to indicate further evaluation is warranted, this record will be reopened.

Manufacturer narrative:
Review of the product history records indicate devices were manufactured and accepted into final stock with no relevant reported discrepancies. There have been no other events for the lot referenced. It was noted that the device is not available for evaluation. Should additional information become available, it will be provided in a supplemental report upon completion of the investigation. Device not available.

Event description:
It was reported that the patient's left hip was revised due to disassociation of the head from the stem. Intra-operatively, an extreme amount of trunnion wear was noted, and damage to the rim of the liner from the stem. The shell was well-fixed and well- positioned and was not revised. The patient was revised to a restoration modular stem construct, ceramic head, and mdm/adm liner construct. Primary implantation occurred within the revision facility's hospital network but the exact hospital is unknown.